Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Analysis of the catheter/sc connector found an indent in seal and no occlusion related complaint. It met occlusion criteria per (B)(6). Interrogation of the device revealed it contained fentanyl. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter devices were returned for analysis with no documentation and no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for spinal pain. Further information was not provided.